Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an 3.0 cfs screws, part number is unknown, broke off at the bottom of the screw head. This occurred during a procedure. The screw has broken inside the mtp plant on both the phalanx and the metatarsal. When the screw was placed, it was done so at a reasonable angle and always drilled bi-cortical.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an 3.0 cfs screws, part number is unknown, broke off at the bottom of the screw head. This occurred during a procedure. The screw has broken inside the mtp plant on both the phalanx and the metatarsal. When the screw was placed, it was done so at a reasonable angle and always drilled bi-cortical.